Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred. The logs had been checked and reprogramming was performed; however, the motor stall could not be recovered. The patient was subsequently hospitalized, and it was noted that explant was planned for 2014 (B)(6). There were no patient symptoms associated with the event, and the patient status at the time of the report was alive no injury. The medication being delivered by the pump was morphine. It was further reported that the patient was implanted with a new pump and was doing very well.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found there was a motor feed through anomaly. There was shorting across the insulator. As received, the pump was in safe state and many low battery resets occurred. The pump memory logs also showed anomalies. Battery resistance testing was performed and the battery resistance was below specification limit of 317 ohms. The resistance readings of the wire feedthrough revealed an issue with resistance. Destructive analysis found the feedthroughs were shorted. When feedthroughs were removed, testing the current drain was original hybrid. The battery and motor tested within specification. Analysis of the catheter (sn unknown) the sc connector had coring-tears-cuts in seal that met leak criteria per (B)(4).